Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that intermittently the pump shut off unexpectedly and pump history was missing data despite pump being in use. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and system check. Prior to the reported event date, pump history showed that intermittently, pump turned off after a full depletion of the battery. Customer received low power alerts/alarm prior to pump shutting off. Troubleshooting was performed and the pump performed as intended.